Manufacturer narrative:
Eval code, conclusion code is being updated for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider on (B)(6) 2017. The patient's weight at the time of the explant was provided as (B)(6). The reason for the device explant was provided as normal battery depletion. There was no device issue, patient/therapy issue, procedure issue, etc. Reported.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Interrogation of the device revealed that the pump had been programmed to deliver 2,000 mcg/ml of baclofen at 322.1 mcg/day via the simple continuous infusion mode. Analysis of the implantable catheter serial number (B)(4) revealed coring in the cup of the sutureless connector (sc) and damage to the retaining ring fingers. Leaking was observed from the sc connector during pressure leak testing in the lab. A visual inspection of the catheter also identified several abrasions on the body of the catheter, as well as a slice/cut. Leaking was also observed from the site of the slice/cut during pressure leak testing in the lab. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's pump and catheter were returned to the manufacturer for analysis. There was no known complaint. The patient's indication for use was head/brain injury and intractable spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.